Event description:
During a laparoscopic cholecystectomy procedure. The locking mechanism for the aspir-vac stuck in the down position, thus exposing the device's needle from the sheath while probing in the surgical site, the needle, while exposed lacerated the pt's liver & abdominal wall. The surgeon cauterized the lacerations. The pt had no subsequent complications.